Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 6935m55 lead; 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, the patient experienced phrenic nerve and diaphragmatic stimulation caused by the left ventricular (lv) lead. The lv lead was repositioned which resolved the stimulation and remains in use. No further patient complications have been reported as a result of this event.